Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On the same day the sensor was inserted, the patient developed an itching sensation, redness, pimples, and a scar under the sensor patch. The patient prepared the insertion area with alcohol wipes and kept it clean and dry. No additional patient or event information is available.